Manufacturer narrative:
Physio-control evaluated the device and verified the reported issue. The user interface pcb assembly was replaced and normal operation was confirmed through functional and performance testing. The device was returned to the customer for use. Physio further evaluated the removed user interface pcb assembly. It was determined that the cause of the reported issue was due to a thermally sensitive integrated circuit (ic) chip, designator u2. When heat was applied to ic u2, the device would lock up.

Event description:
The customer contacted physio-control to report their device had a service light present. During evaluation, physio observed the device would lock up. The device may not be able to provide defibrillation therapy if needed. There was no patient use associated with this event.